Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. A device history record (DHR) review found a non-conformance; however, it was not related to the reported event. A two-year lot history review shows this is the only event for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: avoid damage or breakage during use, do not use excessive force on guide pin. Do not use the guide pin to pry. Inspect pin prior to use and after removal to ensure it is in good physical condition. Do not bend the guide pin prior to or during insertion. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of a customer that the device, kgp035, 3.5mm spade tip guide pin, was in use in an acl reconstruction procedure on (B)(6) 2023, and, ¿when they were performing the femoral tunel, the tip of the kgp035 broke in the first cortical, leaving the tip into the joint. The surgeon had to remove it, delaying the surgery, and making the situation a little stressful¿. The procedure was completed with an alternate same device, with a reported delay of 15 minutes. There is no report of medical intervention or prolonged hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of a customer that the device, kgp035, 3.5mm spade tip guide pin, was in use in an acl reconstruction procedure on (B)(6) 2023, and, ¿when they were performing the femoral tunel, the tip of the kgp035 broke in the first cortical, leaving the tip into the joint. The surgeon had to remove it, delaying the surgery, and making the situation a little stressful¿. The procedure was completed with an alternate same device, with a reported delay of 15 minutes. There is no report of medical intervention or prolonged hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.